Event description:
The patient reported the tmj parts were explanted. The user facility confirmed that the parts were explanted on (B)(6) 2014 due to pain and misalignment. The user facility indicated the patient had a previous fracture in the jaw and it was never realigned properly. The user facility further stated if the patient had her jaw adjusted before the implants were put in then the patient¿s outcome would have been different. Patient is having custom tmj device made.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File 5 of 11.